Event description:
The customer reports that he gets undosed results, such as 103, 118 and 131 mg/dl when he pushes down on an undosed strip. No report of an adverse event. Controls were not run. Return requested and replacement was sent.